Manufacturer narrative:
(B)(4) the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink solution set experienced simultaneous flow. The primary bag contained 1000 ml of an unknown drug and the secondary bag contained 50 ml of antibiotics. A pump was used. There was no patient injury or medical intervention associated with this event. No additional information is available.